Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
While tightening the screw to the plate, the screw has passed though the oval hole on the plate. Noticed on x-ray check of screw position. Extra procedure time required to remove and reduce the fracture 45mins

Manufacturer narrative:
The reported event that t-plate holes 4/3 length 48.7mm for screws 3.5/4.0mm was alleged of 'poor fixation' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate/excessive force during screw insertion. The device inspection revealed the following: the plate as such is slightly deformed. It is also clearly evident through the damages on the plate as well on the screw that far too much mechanical force has caused these damages. The screw had been forced through the plate hole, the damages on the screw and the plate clearly indicate that (see attached image documentation for details). Possibly encountered hard bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
While tightening the screw to the plate, the screw has passed though the oval hole on the plate. Noticed on x-ray check of screw position. Extra procedure time required to remove and reduce the fracture 45mins.